Event description:
An attempt was made to treat an occluded lesion in the circumflex and 1st obtuse marginal using endeavor resolute drug eluting stent. The lesion was pre dilated with a non-mdt balloon, but the endeavor resolute device could not cross the lesion and the stent became deformed. The lesion was dilated again and a new resolute 2.25x24mm was used to successfully complete the procedure. No reported patient complications or clinical sequelae. Evaluation summary: the device was returned for analysis. The stent was positioned between the marker bands as per specifications. The first three proximal stent segments were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results and conclusion: (stent deformation). ( lesion morphology - occluded lesion). (Stent deformed). (B)(4).